Event description:
Event description guidant received information that this pacemaker was explanted and replaced after 3 days of implant as it displayed an elective replacement indicator. The gas gauge was barely above elective replacement time (ert). In addition, the magnet rate was 90 ppm.